Manufacturer narrative:
Product event summary: analysis confirmed that the atrial connector was broken. It was also found that the hanger was broken.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg has been returned for service. There was no patient involvement.